Event description:
An abbott field service representative (fsr) visited the customer site regarding generation of error code 3377 (unable to process test, wash error) on the architect c16000 analyzer. The fsr found 3 pieces of the pm sensor had burned. The fsr noted that the sample probe wash cup had leaked which damaged the pm sensor. No fire or smoke was seen and there was no injury reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The architect (B)(4) serial no. (B)(4) generated error code 3377, unable to process test, wash error. The abbott field service representative (fsr) found the pm sensor had burned. The fsr also found evidence of leakage in the pm sensor assembly area, and found the sample wash cup was obstructed and was leaking. The fsr replaced the cnn29 cable, cleaned and reinstalled the sample wash cup, and replaced the damaged pm sensor assembly. A photo taken from the back of the architect c16000 analyzer was reviewed. The photo verifies the fsr's description of evidence of leakage and burning in the pm sensor assembly area of the c16000. The architect system operations manual and the c16000 system service and support manual were reviewed and were found to contain adequate information for the described issue. Customer complaint data was reviewed and no adverse trends were identified related to the pm sensor assembly or for obstructed leaking sample wash cups causing pm sensor assembly damage. Service history records were reviewed for architect serial no. C1600219 and no additional complaints for pm sensor assembly issues, sample probe wash cup leaking, or for issues with burned parts, have been documented since the fsr serviced the analyzer and replaced the pm sensor assembly. A review of the safety hazards memo was performed. The safety hazards memo contains information noting abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The investigation did not identify a malfunction / deficiency.